Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected alarms noted during testing. The insulin pump passed no delivery error test and self-test. The insulin pump had multiple displayable history check failed on startup alarms in alarm history file. The alarms occurred due to a corrupted history file. The insulin pump was unable to be downloaded using carelink pro due to such alarms in the alarm history file. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is 186 mg/dl. Nothing further reported.